Manufacturer narrative:
The MDR submitted with MFR report #: 2618282-2026-00072 was submitted with the incorrect site registration number. This MDR is now void and an MDR with the correct site registration number will be submitted.

Event description:
It was reported while using bd microtainer® tubes with k2e (k2edta), clotting is seen in an unspecified number of tubes. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
B.3: date of event is unknown. The date received by manufacturer has been used for this field. D.4. Medical device expiration date: unknown. H.4. Device manufacture date: unknown. E.1: initial reporter facility name: (B)(6). A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported while using bd microtainer® tubes with k2e (k2edta), clotting is seen in an unspecified number of tubes. No adverse impact was reported regarding the patient or user.